Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the fill estimate was inaccurate after loading the cartridge 430 units. In addition, the pump battery gauge jumped from 50% to 100% without being connected to a power source. Customer reported blood glucose level was not impacted. Reportedly the insulin gauge corrected itself as the customer continue to use the pump and customer will to use the pump for insulin therapy.